Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device shows the pad-pak was first installed on the 29th june 2011 and performed to specification up to the 3rd april 2016. The device failed a self-test due to a low battery on the 10th april 2016 and remained in fault mode until the 30th june 2016 when an increase in voltage suggests a further pad-pak was installed. The pad-pak was removed. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. The measurements taken during the investigation would indicate a failure of the membrane due to a breakdown in the tracks. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.